Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty ring, the ring was explanted and replaced with a bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that after weaning the patient from cardiopulmonary bypass post implant of this annuloplasty ring, echocardiogram confirmed significant residual mitral regurgitation. The physician elected to go back on bypass and fully replace the valve. If information is provided in the future, a supplemental report will be issued.